Event description:
Customer reported a malfunction with their pump, displaying malfunction code 9 and fault ID 0x20f1. Customer's blood glucose level exceeded 500 mg/dl, marked as "high," affecting their health. To address the issue, the customer administered a correction injection via multiple daily injections, without third-party assistance. Technical support provided instructions for resetting the pump, successfully resolving the malfunction, and advised the customer to monitor for any reoccurrence and contact support if necessary. Customer acknowledged and understood the instructions provided.